Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/26/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have any additional samples of dnx12, lot lah365 to return for analysis? Additional information was requested and the following was obtained: the dermabond was applied the skin 2 layers were applied. The dermabond tube was squeezed and applied over tummy tuck incision like a pen. Yes the dermabond was placed to cover the length of the entire incision. The event occurred on (B)(6) 2017. Yes the patient's shirt was sticking so much to her incision she had to pull it off to get unstuck and the majority of the dermabond came off with it. Patient had to apply vaseline over incision and place pads on top of vaseline so it would not get stuck again. The product was removed about a day after her tummy tuck due to the patient changing clothes. Dr. Believes that there is something wrong with the dermabond. What is the procedure date? How long after the procedure did the product start to peel off? How was the device was used (what layer of tissue and how many layers applied)? What was done to address the event? Was there any medical or surgical intervention to treat the reaction? If so, please clarify. Was the product removed? Was another method used to close the incision?

Event description:
It was reported that the patient underwent a lipoabdominoplasty procedure in a week of (B)(6) 2017 and the topical skin adhesive was applied in two layers to cover the entire length of the incision. During the initial procedure, the product has been allowed to dry before dressing and there were no apparent quality issues during use. Following the procedure, the patient's shirt was sticking so much to the incision that the patient had to pull it off to get unstuck and the most of the topical skin adhesive came off with it. The incision did not open, but the product started to peel off the patient¿s skin when the patient removed her shirt. The patient had to apply vaseline over incision and place pads on top of vaseline so it would not get stuck again. The topical skin adhesive was removed about a day after her tummy tuck due to the patient changing clothes. The patient is reportedly doing well. Additional information has been requested.